Event description:
At md's office central venous catheter was in process of being removed when it broke off. Catheter fragment lodged in right side of heart and superior vena cava necessitating invasive removal at hosp under fluoroscopic guidance. Pt was observed overnight in hosp on telemetry. (*)